Manufacturer narrative:
Analysis was normal, no anomalies were noted. The reported complaint was not confirmed. The device was received in normal range of operation. Analysis of device image was performed and no anomalies were noted. Further electrical testing was performed, including impedance, output and sensing test, and found to be normal. Longevity assessment found the device was operating above the elective replacement indicator (eri), within the expected voltage range.

Manufacturer narrative:
The associated right ventricular (rv) lead was reported in 2017865-2024-40330.

Event description:
It was reported that noise was observed on the implantable cardioverter defibrillator (ICD) as well as inappropriate shock on the right ventricular (rv). The ICD and rv lead were explanted and replaced. The patient was stable.